Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.0 device for mechanical circulatory support. During support, oozing was observed at the right auxiliary pocket from recent eliquis. Site oozing had stopped due to dressing change. Customer was advised that some heparin can be added to the purge since bleeding had stopped. Patient's condition was stable post procedure.